Event description:
As reported by the affiliate, it was reported that the atw wire could not cross the narrow part of the lima artery. During the procedure, the wire also developed a loop. As the physician tried to straighten the wire, the 6f vista brite tip guiding catheter jumped out of the lima artery and a dissection occurred. After the wire and catheter were removed, the distal end of the wire was in the artery. The wire was removed via surgery and the patient was stable. The intended procedure was an angioplasty of a target lesion located in the left anterior descending artery and the lima artery was the graft leading to the stenosis. The stenosis rate was 90% and there was no information on calcification. The vessel was slightly tortuous. For this procedure, an atw guidewire and a 6f vista brite tip catheter were opened. The wire was not removed from the dispenser by the distal floppy end. The wire was not kinked or damaged prior to insertion; however the wire was re-shaped using a needle. There were no damaged or anomalies noted to the device or packaging of the brite tip catheter prior to, during, or after use. The brite tip catheter was handled and prepped according to the IFU. It was reported that the wire behaved ¿normally¿ and there was no resistance/friction experienced between the wire and other devices, including the brite tip. There was no difficulty noted while inserting/advancing the brite tip catheter. While the physician tried to move the atw marker wire through the lima artery, he noticed that the wire was not able to pass through the narrow area within the lima artery and in the lad. The physician tried to manipulate the wire to pass the narrow part with no success, during this manipulation the physician noticed a loop forming on the wire, when he tried to untangle the loop, the brite tip im guiding catheter that the physician used jumped out of the lima artery.

Manufacturer narrative:
Additional information was provided: a type a grade dissection occurred had occurred and it was not flow limiting. After dissection occurred the timi flow was 3. No intervention was performed in order to treat the dissection and the artery remained a timi flow of 3. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2014-00069.

Manufacturer narrative:
Event description continued: when he tried to bring the catheter back into place he noticed a dissection on the lima artery presumably caused by the catheter, he decided to retract the catheter and wire and then noticed that the distal part of the atw wire that was used remained within the artery of the patient. It was not noticed if the wire kinked while being used. The wire had not become fixed or caught at any time prior to the event. The device had not been torqued against resistance. The brite tip catheter had been removed from the patient without difficulty. The physician tried to remove that part of the wire with no success and the patient went into surgery where the distal part of the wire was removed successfully. The patient was catheterized using a left radial approach using a cordis 6f radial source sheath introducer. There had been no complications with the radial source sheath. The physician inspected all the equipment that he used in the procedure including the wire and no apparent damage was noticed, up to the point where he started to manipulate the wire he didn¿t noticed any problems during the procedure. The patient was stable immediately after the event. The intended procedure had not been completed. No procedural films are available. The patient is recovering at home with no cardiac symptoms, but with pain in the left shoulder area due to his operation. This device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30-days upon receipt. Concomitant devices: atw wire, lot# 35220986, catalog # 595me014. Please note that the gender of the patient is unknown. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2014-00069 and 9616099-2014-00404.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2014-00069 and 9616099-2014-00404. Complaint conclusion: it was reported that the atw wire could not cross the narrow part of the lima artery and also developed a loop. As the physician tried to straighten the wire, the 6f vista brite tip guiding catheter ¿jumped out¿ of the lima artery and a dissection occurred. After the wire and catheter were removed, the distal end of the wire was noted to remain in the artery. The procedure was aborted and the wire was removed in surgery. The patient was in stable condition immediately after the event. Additional follow-up reveals that the patient is recovering at home with no cardiac symptoms, but with pain in the left shoulder area due to his operation. The intended procedure was an angioplasty of a target lesion located in the left anterior descending artery and the lima artery was the graft leading to the stenosis. A left radial approach was used with a cordis 6f radial source sheath introducer. Vessel characteristics were noted as slightly tortuous, 90% stenosis rate with no information on calcification. For the procedure, an atw guidewire and a 6f vista brite tip catheter were opened. The wire was not removed from the dispenser by the distal floppy end nor kinked or damaged prior to insertion. However, the wire was re-shaped using a needle. There were no damages or anomalies noted to the device or packaging of the brite tip catheter prior to, during, or after use. The brite tip catheter was handled and prepped according to the IFU. It was reported that the wire behaved ¿normally¿ and there was no resistance/friction experienced between the wire and other devices, including the brite tip. There was no difficulty noted while inserting/advancing the brite tip catheter. While the physician tried to move the atw marker wire through the lima artery, he noticed that the wire was not able to pass through the narrow area within the lima artery and in the lad. During unsuccessful attempts to manipulate the wire to pass the narrow part of the lesion, the physician noticed a loop forming on the wire. While attempting to untangle the loop, the brite tip im guiding catheter ¿jumped out¿ of the lima artery. When the physician attempted to re-engage the target vessel, a dissection on the lima artery was noted presumably caused by the catheter. While retracting the catheter and wire, it was noted that the distal part of the atw wire that was used remained within the artery of the patient. It was not noticed if the wire kinked while being used. The wire had not become fixed or caught at any time prior to the event nor was the wire torqued against resistance. The brite tip catheter was removed from the patient without difficulty. The physician then unsuccessfully attempted to retrieve the separated part of the wire and the patient went into surgery where the distal part of the wire was removed. There had been no complications with the radial source sheath. The physician inspected all the equipment that he used in the procedure including the wire and no apparent damage was noticed, up to the point where he started to manipulate the wire he didn¿t noticed any problems during the procedure. No procedural films are available. Additional information revealed that the dissection was type a grade dissection and it was not flow limiting. After the dissection occurred the timi flow was 3. No intervention was performed in order to treat the dissection and the artery remained a timi flow of 3. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No anomalies, excursions and nonconformances were noted for this lot. Vessel dissection is a tear in the lining of a vessel. Different classification systems exist to grade the severity and location of a dissection. A grade a type dissection typically involves the ascending aorta and/or aortic arch, and possibly the descending aorta. Difficulty crossing (failure to cross) a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Without return of the device for analysis or films of the event, the reported ¿artery dissection¿ and ¿guidewire-failure to cross¿ could not be confirmed and an exact cause could not be conclusively determined. Based on the information provided, vessel characteristics (90% stenosis and tortuousity) and procedural factors (manipulation of the device within the tortuous vessel) are likely contributing factors to the failure to cross of the guidewire and subsequent dissection reported. The complaints. ¿guidewire-kinked/bent in patient¿ and ¿guidewire-distal tip-fractured/separated in patient¿ were confirmed due to the guidewire received for analysis with kinked/bent and fracture conditions. Tip fractures are a known and possible complication of guidewire use and are listed in the IFU as such. Based on the information available for review, the devices appeared normal prior to use in the patient. There were vessel characteristics (90% stenosis with slight tortuosity), and handling factors (guidewire was reshaped with a needle) that may have contributed to the kink and separation of the device. Additionally, the analysis notes evidence of twisting and ductile dimples which may suggest that procedural factors (such as torquing of the wire to access the target lesion) may also be a contributing factor. Neither the DHR¿s, analysis of the returned guidewire nor the information available for review indicate that there is a design and manufacturing related issue, therefore no corrective action will be taken at this time.